Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A 31mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure, initial transesophageal echocardiogram (tee) noted that the patient had a very slow blood flow and increased echogenicity in the left atrium. Heparin was administered prior to the transseptal crossing. The closure device was implanted meeting position, anchor, size, and seal (pass) criteria. Upon reviewing the closure device after release, a small area of echo density was noted above the closure device near the threaded insert. The physician plans to put the patient on eliquis and aspirin and scheduled a follow-up. The patient is expected to fully recover.